Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU); however, the specific date could not be recalled. Details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support and declined to provide additional information.